Event description:
Additional information received indicated that the patient presented at the hospital due to a capacitor charge time out alert. The physician elected to explant the device due to suspected premature battery depletion. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed premature battery depletion. The physician decided to monitor the patient until next follow-up.

Manufacturer narrative:
Correction: manufacturer report 2938836-2015-28417, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).